Event description:
It was reported that the bd ultrasafe¿ passive needle guard safety guard did not lock after activation. This occurred once each in lots 1272163 and 1277892. The following information was provided by the initial reporter: "a market complaint was received for a needle safety device which did not lock after activation".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1272163. D.4. Medical device expiration date: 31-aug-2026. H.4. Device manufacture date: 29-sep-2021. D.4. Medical device lot #: 1277892. D.4. Medical device expiration date: 30-sep-2026. H.4. Device manufacture date: 04-oct-2021. H.6. Investigation summary: the customer issued a complaint for defective needle guard detected by end user. Video was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. Based on the video: the safety device is activated. It seems that one latch finger is bent inwards, which happens when the already activated device is closed again. The device is not locked. Without physical sample it is not possible to determine why the complained device did not lock. Based on the batch history review, no issue which could result in a failure to locking. It should be noted that tests performed by bdm-ps tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing.

Manufacturer narrative:
H6: investigation summary: the customer issued a complaint for defective needle guard detected by end user. Video was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. Based on the video: the safety device is activated. It seems that one latch finger is bent inwards, which happens when the already activated device is closed again. The device is not locked. Without physical sample it is not possible to determine why the complained device did not lock. Based on the batch history review, no issue which could result in a failure to locking. It should be noted that tests performed by bdm-ps tatabánya during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing.

Event description:
It was reported that the bd ultrasafe¿ passive needle guard safety guard did not lock after activation. This occurred once each in lots 1272163 and 1277892. The following information was provided by the initial reporter: "a market complaint was received for a needle safety device which did not lock after activation".